Event description:
During the index procedure to treat a moderately tortuous, moderately calcified proximal rca artery with 95% stenosis the physician attempted to cross the lesion with an endeavor resolute rx drug-eluting stent. The lesion was predilated however there was a previous stent in the vessel and the physician was unable to cross the endeavor resolute through this. The physician believes that when attempting to cross the lesion one of the struts got caught. The lesion was then treated with a non-medtronic stent. Device evaluation: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 15th and 16th proximal stent segments were raised and overlapping. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (failure to deliver the stent and stent deformation), patient's condition affected effectiveness of device (lesion morphology impacted on the delivery of the stent), related to another drug/device (previously deployed stent impacted on the delivery of the resolute stent). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology impacted on the delivery of the stent), operational context contributed to event (previously deployed stent impacted on the delivery of the resolute stent).